Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that pump infused too fast. The nurse stated that a heparin drip was hung according to acs protocol. The patient was infusing @ 10 unites/kg/hr. The pump was programmed to where the nurse went to see patient around 1730 and noted the bag of heparin was empty. No leak was noticed. The patient's mental status was stable at that time. Physician was notified along with family resident. Orders were placed for 50 mg of protamine sulfate as well as a repeat of coagulation blood work. Cardiologist and hematologist were also notified. The patient was transferred to ICU and remains in stable condition and talking. The nurse removed the pump and tagged it. There was no patient harm.

Manufacturer narrative:
The reported issue that the pump infused too fast and a bag of the drug heparin was found empty could not be confirmed. An infusion of the drug heparin was recorded to have been programmed at the reported dose of 10 units/kg/h. The rate was 12ml/h and the vtbi at 30ml. The 2.5 hour duration infusion was terminated early after only recording infusing 12.537ml; however the cause for the early termination and the actual bag volume could not be ascertained from the log. A few ail alarms had occurred during the initial start of the infusion with recorded door opening and closing before being successfully restarted. The cause for the ail alarms could not be ascertained from the log. The incident administration set was not returned for investigation. The testing and inspection process did not find any malfunctions that may have been a contributing factor to an incident of unregulated flow. The pump module was found to be infusing within specification. A root cause could not be identified for the customer reported issue that the pump module infused too fast leading to the finding of a bag of the drug heparin to have emptied early.

Event description:
It was reported that an over delivery occurred. The nurse stated that a heparin drip was hung according to acs protocol, and infusing at 10 unites/kg/hr. At 1730, it was noticed that the bag of heparin was empty. No leaking was evident. The patient's vital signs and mental status remained stable at that time. The physician was notified; orders were received for 50 mg of protamine sulfate as well as a repeat of coagulation blood work. Cardiologist and hematologist were also notified. The patient was transferred to ICU and remained in stable condition. The nurse removed the pump and tagged it. There was no patient impact as a result of the event.